Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable carb4 carbamazepine result for one patient with the cobas 8000 cobas c 502 module. The initial result was 24.2 ug/ml with a data flag. The sample was repeated on a 1:2 dilution with a result 4.2 ug/ml. The second repeated result was 8.5 ug/ml. This result was deemed correct. The questionable result was not reported outside of the laboratory. The reagent lot number was 513570. The expiration date was requested but not provided.

Manufacturer narrative:
The last calibration was performed on (B)(6) 2021 and was acceptable. The qc was acceptable. The alarm trace had an abnormal aspiration alarm on (B)(6) 2021. The calibration was successful and the control results within acceptable range therefore a reagent/instrument issue can be excluded. The investigation determined the event was due to a preanalytic issue at the customer site.